Event description:
As reported by our edwards lifesciences japan affiliates, during a left subclavian transcatheter aortic valve replacement procedure with a sapien 3 ultra resilia valve, difficulty inserting a 14fr esheath+ through a tortuous segment of the subclavian artery resulted in interaction with the vessel wall, causing a dissection at that site. An 8 mm stent was deployed, and the procedure was completed successfully. The patient remained in stable condition post-procedure. The reporter indicated that the perceived root cause was interaction between the esheath+ and the vessel wall during navigation through tortuous vasculature. No device damage was noted, and the device was discarded after use.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patients with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing the sheath into the patient and subsequent injury was confirmed empirically. The patient had "approximately 6mm [minimum luminal diameter]. No calcification was noted". Available information suggests patient factors (tortuosity) likely contributed to the event as the perceived root cause of the event was reported as "interaction between the esheath+ and the vessel wall during navigation through tortuous vasculature". Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.